Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right atrial (ra) lead was exhibiting intermittent undersensing on stored electrocardiograms, causing at times premature termination of atrial tachycardia/atrial fibrillation (at/af) episodes. Low p waves were also noted. Ra lead remains in use. No patient complications have been reported as a result of this event.